Event description:
Customer reported that an erroneous sodium result was generated by the synchron lx20 pro clinical system. The system was calibrated and quality controls were within specification prior to the event. The result was reported out of the laboratory. The sample was retested and the result obtained was within clinical expectations. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call or examination of the system was performed; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.